Manufacturer narrative:
One unused cleo 90 infusion set was returned for evaluation. No used devices were returned. The investigation was unable to confirm the reported complaint. The customer returned one device for evaluation, which did not include the devices related to the reported issues; therefore, the evaluation of the returned device will be used for each medwatch follow-up. See MFR: 2183502-2016-01817 and 2183502-2016-01818.

Event description:
It was reported that cleo 90 infusion sets had failed to stick in the last week from date of report. The mother observed that the site failed after 12-24 hours of use. It was noted that the patient's blood sugar increased during the incident. No permanent injury was reported. See MFR: 2183502-2016-01817 and 2183502-2016-01818.

Manufacturer narrative:
One unused device was returned for investigation; the reported device was not returned. A review of the device history record, relevant to the reported lot, found no non-conformities or defects during manufacturing. The unused device was tested on artificial skin and was found to function as designed. Investigation was unable to find fault with the returned device. (B)(4).